Manufacturer narrative:
B3: bsc aware date used for event date as it is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx closure device was implanted after meeting release criteria. At an unknown date approximately over one (1) year post index procedure, a computed tomography (CT) scan revealed a device related thrombus (drt) on the closure device. The patient reported having to start eliquis medication in response to the drt. No further interventions or patient consequences were reported.